Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 24-may-2016: despite follow-up attempts, no response was given to date. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-may-2016 for the following meddra preferred terms: paraplegia. The analysis in the global safety database revealed (B)(4) case; infection. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and from the third day on had an infection, leaving her paralysed from the waist down, permanent sciatica for years, and had suicidal thoughts. Event suicidal thoughts was considered serious due to medical significance while the remaining events were considered serious due to disability. All events are unlisted in the reference safety information for essure. This case was reported with very limited information. The exact nature of the infection which left her paralysed from the waist down was not reported. However, given the close temporal relationship with the essure insertion procedure, in a conservative approach, causality could not be completely excluded. Sciatica is the neuralgia along the course of the sciatic nerve. Considering the pathophysiology of this event and the local effect of essure in the fallopian tubes, causality was assessed as unrelated. Suicidal thoughts is often associated with mental illnesses such as depression, bipolar affective disorder, personality disorders, schizophrenia and drug addiction. Considering the pathophysiology of this event and the local effect of essure in the fallopian tubes, causality was assessed as unrelated to essure. This case was regarded as incident, since a serious injury was reported. Based on the available information no product quality defect was confirmed. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Follow-up received on 11-nov-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of me manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and from the third day on had an infection, leaving her paralysed from the waist down, permanent sciatica for years, and had suicidal thoughts. Event suicidal thoughts was considered serious due to medical significance while the remaining events were considered serious due to disability. All events are unlisted in the reference safety information for essure. This case was reported with very limited information. The exact nature of the infection which left her paralysed from the waist down was not reported. However, given the close temporal relationship with the essure insertion procedure, in a conservative approach, causality could not be completely excluded. Sciatica is the neuralgia along the course of the sciatic nerve. Considering the pathophysiology of this event and the local effect of essure in the fallopian tubes, causality was assessed as unrelated. Suicidal thoughts is often associated with mental illnesses such as depression, bipolar affective disorder, personality disorders, schizophrenia and drug addiction. Considering the pathophysiology of this event and the local effect of essure in the fallopian tubes, causality was assessed as unrelated to essure. This case was regarded as incident, since a serious injury was reported. Based on the available information no product quality defect was confirmed. Further information (clarification regarding the nature of the infection) is expected.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in (B)(6) on 14-oct-2015 who had essure (fallopian tube occlusion insert) inserted on an unspecified date, for tubal occlusion in order to undergo ivf (in vitro fertilization) treatment. The consumer stated she experienced the following side effects from the third day on: infection, leaving her paralysed from the waist down, permanent sciatica for years, with sequelae that persisted till the day of report, back ache, massive hair loss, fatigue and physical exhaustion, metallic taste in the mouth, paraesthesia of the lower limbs, cramps, unbearable menstrual pain, intestinal problems and suicidal thoughts. She considered all the events related to essure. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and from the third day on had an infection, leaving her paralysed from the waist down, permanent sciatica for years, and had suicidal thoughts. Event suicidal thoughts was considered serious due to medical significance while the remaining events were considered serious due to disability. All events are unlisted in the reference safety information for essure. This case was reported with very limited information. The exact nature of the infection which left her paralysed from the waist down was not reported. However, given the close temporal relationship with the essure insertion procedure, in a conservative approach, causality could not be completely excluded. Sciatica is the neuralgia along the course of the sciatic nerve. Considering the pathophysiology of this event and the local effect of essure in the fallopian tubes, causality was assessed as unrelated. Suicidal thoughts is often associated with mental illnesses such as depression, bipolar affective disorder, personality disorders, schizophrenia and drug addiction. Considering the pathophysiology of this event and the local effect of essure in the fallopian tubes, causality was assessed as unrelated to essure. This case was regarded as incident, since a serious injury was reported. A product technical analysis and further information (clarification regarding the nature of the infection) are expected.